Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a base hardware failure. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
The device was received in the service center and underwent the required repair procedures. After the repairs were completed, the device was returned to the customer. As a result, it is not possible to conduct the pci investigation at this time because the device is no longer available in our facility for further analysis.